Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an time/date issue, and the patient had a blood glucose of 520 mg/dl with nausea, vomiting, symptoms of dehydration but no ketones. The patient received no unusual treatment, and no adjustments were made to pump settings before or after the incident. This complaint is being reported as the patient experienced hyperglycemia and the time/date issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.